Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was low sample volume collected in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos shows a singular tube with a missing label and a shelf pack of unused tubes. Underfill could not be identified from the evidence provided. Furthermore, a total of 20 retained samples underwent functional tests, and it was determined that all 20 tubes were within specification. Additionally, the evaluation of 100 retained samples identified no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was low sample volume collected in one device. No adverse impact was reported regarding the patient or user.